Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient will undergo an explant.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient will undergo an explant.

Manufacturer narrative:
Additional information indicates that the patient has chosen not to proceed with the explant at this time. No further action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg).